Event description:
New information received states that the loss of capture was noted due to high capture threshold.

Event description:
It was reported that during the implant procedure, the right atrial (ra) exhibited high capture threshold and high pacing impedance. It was noted that the helix was failed to be retract. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture and high pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.